Manufacturer narrative:
(B)(6). Real time troubleshooting was completed by a medtronic representative. The imaging system trackers could not be seen by the navigation system during the procedure. For this reason, a different imaging system was brought into the operating room. The same issue was observed with the second imaging system. However, upon rebooting the navigation system, the issue was resolved. Therefore, the reported issue (and aborted imaging) was caused by the navigation system. The imaging system is fully functional and did not malfunction.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system trackers could not be seen by the navigation system. The imaging system was rebooted, and the other trackers were used, which did not resolve the issue. The use of the imaging system was discontinued, and the case was completed with a second imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
The logs were reviewed and provided no additional insight regarding the inability of the navigation system to track the imaging system. The navigation software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.